Event description:
It was reported that the patient presented in clinic with dizziness. The right ventricular lead exhibited oversensing and noise. The ventricular sensitivity was decreased and no further sensed events were observed. The patient would be monitored.